Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing leading to inappropriate anti-tachycardia pacing (atp). Furthermore, the oversensing did lead to pacing inhibition; however, the patient had an intrinsic rhythm. No adverse patient effects were reported. Subsequently, the patient underwent a revision procedure. During the procedure the physician noticed that the distal coil was not well connected. After reconnection the lead to the ICD, the shock impedance was greater than 200 ohms. The right ventricular (rv) lead was explanted along with the ICD. New products were successfully placed and no adverse patient effects were reported.